Manufacturer narrative:
A boston scientific technical services consultant discussed the alert and possible commanded shock testing for this patient. The boston scientific representative spoke with the clinician who stated the shocking impedance alert alarm will be increased to 150 ohms. The physician plans to remove the lead once the shocking impedance has increased to 150 ohms and to also remove the device and implant a subcutaneous implantable cardioverter defibrillator (s-ICD). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting a slow increase in shock impedance measurements which had now exceeded 125 ohms and a red alert was generated. The caller was inquiring about changing the alert value for this patient. No adverse patient effects were reported.